Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the product being damaged before the implant procedure and the occurrence taking place during the implant procedure have been ruled out as potential causes of the reported issue. However, the questionnaire shows the clinician used an incorrect technique during the explant procedure. The stimulator is used to treat pain. The cause of the fractured lead is due to incorrect surgical technique during the explant procedure (user error - clinician).

Event description:
The patient reported loss of therapy. An explant procedure was performed on (B)(6)2022 and during the procedure, the lead was fractured, preventing the implanting clinician from explanting the lead in its entirety. There is no plan to remove the remaining part of the lead.